Event description:
The user facility reported that a portion of the guiding sheath was noted to be damaged during preparation prior to a use. Follow-up communication confirmed that: the sheath was removed from the packaging, wiped with a gauze pad and flushed with saline; at that time, the tech noted that a section of the plastic sheath had become separated, but the coil wire was still intact; and therefore, the device was not used on the patient.

Manufacturer narrative:
Results - based upon evaluation of returned sample; based upon testing of reserve samples conclusions - based upon evaluation of returned sample; based upon testing of reserve samples the involved device was returned and evaluated. Examination confirmed that a section of the plastic sheath had become separated, but the coil wire was still intact. The edges at the point of separation are rough and several adjacent areas showed signs of the sheath having been stretched prior to the separation of the plastic material. Thorough visual examination and physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects and performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The cause of the reported damage and partial separation of the sheath cannot be definitively determined based upon the available information. However, the damage appears to be most consistent with the sheath having been pulled and stretched during the reported attempts to modify the sheath shape near the distal end. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not heat or bend the sheath tip. Damage to the sheath may result." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).